Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and outcome were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the peritonitis was manifested by nausea, vomiting and no appetite. The same day as event onset, the patient was hospitalized for the peritonitis and was treated with intraperitoneal (ip) cefazolin (1gram stat dose only), ip gentamicin (4.2 milligram stat dose only) and intravenous piptaz (4.5 milligram, twice a day for six days) for peritonitis. The following day the patient was treated with oral fluconazole (200 milligram once daily for 14 days) and oral augmentin duo (500/125 milligram, three times a day for five days) for peritonitis. Seven days after hospital admission, the patient was discharged from the hospital and the following day, the patient was recovered from the event. At the time of this report, the patient was on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.